Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The target lesion was 95% stenosed and located in the right coronary artery (rca). The reference vessel diameter was 3.5mm and the lesion length was 8mm. A 3.50x12mm liberte stent was implanted. An additional liberte stent was implanted to treat a dissection. Residual stenosis was 0%. The procedure was technically successful. The patient was discharged two days after the index procedure without angina or silent ischemia. Discharge medications were aspirin 75mg and clopidogrel 75mg daily for 12 months and an a 2b3a inhibitor.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis